Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2022 for dismantling. Approximately 13 months after the first surgery. The surgeon explanted 1 humeral cup (36/9). The surgeon implanted 1 humeral cup (36/9).